Event description:
Per independent repair center statement the unit was alarming or red light. The key failure was the 4 way valve not shifting fully. Additional malfunctions include the control panel assembly was defective.